Event description:
Boston scientific crm received information via a latitude red alert that this implantable cardioverter defibrillator (ICD) declared end of life (eol) due to an extended charge time that was out of the extended charge time limit for the device. The device was explanted and has been returned for analysis. No adverse patient effects have been reported. The device is a part of the mid-life display of replacement indicators advisory.

Event description:
--

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information become available, this report will be updated.